Manufacturer narrative:
The listed associated products are qualified for use with this lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had reduction of best corrected acuity and complaints of distortion. The patient had mildly decentered iol. Capsulorhexis was small and showed early fibrosis (1+ pco) and a mildly asymmetric phimotic healing pattern. Additional information was requested, received and reported that the patient had lens repositioning.